Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was still experiencing some pain and some functional issues in his right leg following a recent revision (MFR report #: 3006630150-2018-01694). The patient underwent an explant procedure.